Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. Device received with ghosting display, after pressing act button, problem isolated to lcd board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify button keypads anomaly due to ghosting display. No damage or moisture on keypad traces during visual inspection. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose was 67mg/dl at the time of the incident. Customer treated with food. Troubleshooting for button error/keypad anomaly was performed. Troubleshooting found screen went blank when button is pressed. Time on the insulin pump screen observed to have advanced. Customer cannot recall any significant event leading to keypad issues. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan health care professional's instruction. The insulin pump was returned for analysis.